Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance readings with systems and normal mode diagnostics, indicating a likely lead issue. The vns was not disabled at the request of the pt. The reporter is aware of the manufacturer's recommendation to disable the vns when high lead impedance is noted. X-rays were performed and no frank lead breaks were noted per the reporter. The pt does play ice hockey, and this may have possibly contributed to the high lead impedance per the reporter. No other trauma occurred, and the pt does not manipulate the vns. Vns revision surgery is planned.